Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to failure of the video cable connectors. Additional findings include the following: the rear panel was rusty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera pro video system center had poor contact of flat surface. The event occurred during a urinary electrocision procedure. There was no delay, and the procedure was finished with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the poor contact and loss of image occurred due to a faulty video cable connector. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.